Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise. Device settings were reprogrammed and technical services (ts) was consulted, and indicated that the noise was still observed. Technical services (ts) provided some reprogramming options and noted pacing inhibition above 2 seconds was also observed, patient is non-dependent. Noise had lead to inappropriate sensing of ventricular tachycardia (vt). The right ventricular (rv) lead was surgically abandoned during ICD replacement and was successfully replaced. No additional adverse patient effects were reported.